Manufacturer narrative:
Device eval summary: device eval of electrode belt (B) (4) has been completed. Upon further inspection, the electrode belt was found to have a broken trunk cable connector. There were no bent pins. The root cause of the broken connector was not positively identified but was probably a result of excessive force applied to the connector during mating. No adverse event resulted from the broken connector. The last pt to use this electrode belt did not experience any problems with it.

Event description:
A review of service data detected a reportable event. During servicing, electrode belt (B) (4) was found to have a broken trunk cable connector. The last pt to use this electrode belt did not report any deficiencies.